Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 600 mg/dl at the time of the incident. The customer's blood glucose was 373 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they experienced abdominal pain and vomiting. The customer stated that she noticed that the cannula was bent. The insulin pump will not be returned for analysis.